Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that a screw from a system controller was stripped and could not secure the back plate.

Manufacturer narrative:
Section a: patient information was not provided. Manufacturer¿s investigation conclusion: the reported event of not being able to secure the back plate was confirmed via evaluation of the heartmate 3 system controller (serial number (B)(6)). Visual inspection revealed the bottom left screw hole of the backup battery cover was damaged. The helicoil was observed to have a damaged thread, which resulted in the inability for a screw to be properly threaded. Of note, the backup battery cover screws were not stripped and were in unremarkable condition. The system controller underwent functional testing and passed without issue. The root cause for the reported event was determined to be a damaged helicoil; however, the root cause for the damage was unable to be conclusively determined through this analysis. A manufacturing analysis task has been initiated to further investigate the issue of damaged helicoils. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. The abbott heartmate 3 IFU with heartmate touch (rev. D) and abbott heartmate 3 left ventricular assist system patient handbook (rev. A) are currently available. Section 5 of the IFU, entitled ¿surgical procedures¿, provides instructions for installing the backup battery in the system controller. Section 8 of the IFU, entitled ¿equipment storage and care¿, and section 6 of the patient handbook, entitled ¿caring for the equipment¿, explain how to properly take care and maintain the integrity of the system controller. The patient handbook instructs the user to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ no further information was provided. The manufacturer is closing the file on this event.